Manufacturer narrative:
Device has been evaluated but the components will not be replaced due to the device being scrapped.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device was not in patient use. The device was returned to the manufacturer's quality assurance laboratory for further investigation and the customer's complaint was confirmed. An error code related to the charging of the internal battery was observed. The root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.